Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated high blood glucose by changing out sets. The product was not returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.